Manufacturer narrative:
Electrode belt was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. An open r781 is consistent with a patient receiving external defibrillations while wearing the lifevest.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that prior to passing, the patient was in a nursing home and was taken to the hospital. Review of the patient's download data revealed that prior to passing, the patient received 2 inappropriate treatments and 5 appropriate treatments from the lifevest. The patient also received on non-lifevest defibrillation during the event. At 6:51:53, the patient received an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was af with rvr at 190 bpm. The post-shock rhythm was sinus tachycardia at 100 bpm. At 8:29:44, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was obscured by CPR and motion artifact. At 8:30:18, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was an idioventricular rhythm at 90 bpm degrading to vf. At 8:31:03, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was also vf with CPR and motion artifact. At 8:31:36, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was an idioventricular rhythm at 70 bpm degrading from 110-130 bpm with CPR/varying amplitudes. At 8:33:53, the patient received an appropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vf with CPR and motion artifact, and the post-shock rhythm was sinus bradycardia at 40 bpm with motion artifact. At 8:35:53, the patient received in inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 150 bpm with CPR/motion artifact. The rhythm self-converted to an idioventricular rhythm at 90 bpm one second before the treatment was delivered. The post-shock rhythm was vt at 120 bpm with CPR and motion artifact. At 8:36:15, the patient received a non-lifevest defibrillation. The rhythm at the time of the non-lifevest defibrillation was vt at 120 bpm with CPR/motion artifact. The patient's post shock rhythm was an idioventricular rhythm at 60 bpm/vt at 150 bpm with CPR/motion artifact. Self-conversion of vt, af with rvr, and CPR/motion artifact contributed to the false detection. The response buttons were not pressed during the event.